Event description:
The nurse for the patient stated the end user was in the lift and became stuck when the unit would not lower. She stated she attempted to lower the user by using the emergency release which also didn't work.